Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the implantable neurostimulator (ins) was not working and had a "doctor sign" showing. There was a power on reset (por) condition with a 0x400 error code. Activities / emi that could be related to the issue included x-rays; the patient had x-rays done last month due to falling and hurting her shoulder. It was noted that the fall was not related to the device or therapy, and the fall did not result in damage to the device or therapy. The manufacturer representative reported that they would clear the por condition using the clinician programmer and turn on the ins. There were no reported patient symptoms. If additional information becomes available, a follow up report will be sent. The patient's indications for use included peripheral neuropathy and spinal pain.